Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off-label usage of the device, on (B)(6) 2024. The patient's parent reported the pediatric patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced seizure and vomiting. The cgm was reading 75 mg/dl down to 45 mg/dl at the time and the blood glucose reading was not checked. The patient was treated with glucagon by a parent and emergency medical service (ems) was called. When paramedics arrived, they did a fingerstick and she was around 75 mg/dl after treatment. The reading at that moment was not remembered. The patient was enroute to the emergency department and was treated with IV fluids. When they arrived at the hospital, the nurses and doctor gave the patient pain medicine for head, shoulder, and neck, due to pain from fall during the time of seizure. The patient also received some fluids and zofran anti-nausea medication. The patient was discharged the next day after more than 24 hours. At the time of the report, the patient was feeling fine and recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code - e1601 arthralgia